Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon pinhole occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mm x 15mm x 141cm emerge balloon catheter was advanced for dilatation. However, during inflation, pinhole rupture occurred. The procedure was completed with a different device. No patient complications were reported.